Manufacturer narrative:
Year of birth reported as (B)(6). Additional product code: hwc. Part manufacture date: 03april2014. A review of the device history record revealed no complaint related anomalies. The device history record shows the device was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery took place on (B)(6) 2015. The original trochanteric fixation nail (tfn) system was being explanted because the helical blade had migrated into the joint of the hip. Original implant date is unknown. Patient was revised to a total hip implant. There was difficulty in explanting the nail. A surgical delay of one (1) hour was reported. Procedure was successfully completed with no patient harm. This is report 1 of 2 for (B)(4).